Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the lead will not be returned because per the physician there is nothing wrong with the lead. The physician stated he just didn't place the lead far enough left. The lead was disposed of in the operating room. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID :977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-may-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 15-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (mr) concerning patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that coverage was not far enough left. The patient was reprogrammed, and the lead was not covering far enough left. The healthcare provider (hcp) moved the lead further to the left. The issue was resolved. No further complications were reported/anticipated.